Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the patient was on the table and part of the device was lost in the patient. The device piece that had fallen into the patient was retrieved. The device and piece were disposed of.